Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply needs to be replaced. The reported issue is currently under investigation.

Event description:
It was reported that the c-arm equipment was not connecting, (no boot) due to a system fault. There is no report of injury or death associated with the event described in this complaint.